Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding a lead. Rep reported a lead break during the procedure; no fault was blamed on the hcp. They noted that the plastic was pulled back form the wire. No environmental/external/patient factors that may have led or contributed to the issue are known. The action/intervention taken to resolve the issue was the broken lead was surgically removed and an intact one was implanted. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.